Event description:
A malfunction alarm was reported with a designated code. The customer's blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. The customer reset the pump on the day of the issue before contacting support, and the malfunction did not recur. They were advised by technical support to contact them for any future issues, with the assurance that support is available 24/7.